Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years after post initial procedure, the physician elected to explant the stent graft due to sac enlargement. The physician removed the device on (B)(6) 2023, and it was reported that the patient is currently in good health with no complications.

Manufacturer narrative:
The explanted stent graft will be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : the device has not been received as of yet.

Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. An evaluation of the returned device was completed. Endologix conducted a comprehensive assessment of the returned afx2 bifurcated stent graft, which had been securely transported in a biohazard containment bag, inside a shipping box for safety during transit. Upon careful inspection, there was noticeable evidence of blood and tissue residue present on the device. To mitigate any potential contaminants, a thorough decontamination procedure was done. Visual examination of the afx2 bifurcated stent graft did not reveal the existence of any signs of compromise in terms of integrity. A meticulous scrutiny of the stent graft material (eptfe) affirmed that there was no discernible degradation/tears in the graft's material. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2 surgical conversion with explant is confirmed. The aneurysm enlargement is unconfirmed. This is moderately consistent with the reported adverse event/incident. The safety and effectiveness of 34 mm proximal extensions paired with 25 mm bifurcated stent grafts have not been definitively proven. If choosing a 34 mm proximal extension, it is crucial to use only a bifurcated stent graft with a 28 mm diameter body. Straying from these recommended size parameters could result in insufficient sealing or compromised blood flow, emphasizing the need for careful product use. This could have contributed to the reported event, but that could not be conclusively determined. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged to home on postoperative day five in good condition. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.